Manufacturer narrative:
Patient identifier, age, date of birth, and weight not available for reporting. Additional product code: hrs. Lot number reported to be l045679 or 9889039. It cannot be determined which is the correct lot. Expiration date for each possible lot: l045679 expiration 7/1/2026; 9889039 expiration 3/1/2026. Device malfunctioned intra-operatively and was not implanted/explanted. Subject device has been received and is currently in the evaluation process. Date of manufacture for each possible lot: lot l045679, 7/7/2016; lot 9889039, 4/4/2016. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from synthes europe reports an event in (B)(6) as follows: it was reported patient underwent an open reduction internal fixation (orif) of a metacarpal fracture on (B)(6) 2018. During the procedure, the 1.1mm drill bit broke while drilling during the procedure. Surgeon stated the drilling was off-axis. During the same procedure it was reported that a 1.5mm variable angle (va) locking screw broke at the screw head and the stardrive screwdriver shaft was twisted due to overload. Surgeon stated excessive force was used during screw insertion, as he believed he was using a screwdriver with a torque limiting attachment, but was not. Surgery was completed by replacing these devices. Patient was reported as stable. This report is for one (1) 1.5mm va locking screw 12mm. This is report 2 of 2 for (B)(4).

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. H10: additional narrative: h3, h4, h6: part 04.130.212s, lot 9889039: manufacturing location: grenchen. Release to warehouse date: april 04, 2016. Expiry date: march 01, 2026. Part 04.130.212s, lot l045679: manufacturing location: grenchen. Release to warehouse date: july 07, 2016. Expiry date: july 01, 2026. No non-conformance reports (ncrs) were generated during production. Review of the device history record(s) showed that there were no issues during the manufacture of the product that would contribute to this complaint condition. H3, h6: a product investigation was completed: the evaluation has shown that the stardrive recess of the screw is damaged, pieces of the corners are broken off as complained. Due to this damage the relevant dimensions cannot be verified anymore. The manufacturing documents of the potential lot numbers were reviewed and no deviation regarding material or dimensions could be detected. Based on that and the received information a manufacturing related issue can be excluded. It is likely the described excessive force during the screw insertion as the user thought he was using the driver with torque limiting attachment led to the damage of the screwdriver and the va locking screw. Based on the investigation findings, it has been determined that no corrective and/or preventative action is proposed as no product related issue could be detected. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.